Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a consumer and forwarded to our local affiliate (B)(4). This case involves a female pt who began poly-l-lactic acid treatment on an unspecified date for indication of facial filler. Relevant medical history and concomitant medication information were not mentioned. On an unk date the pt developed a lump "the size of a grape" on her forehead. She believes it is due to a blockage in the needle being forced out of her skin but her general practitioner believes it is due to an infection. The pt's general practitioner has prescribed her antibiotics (nos) for one month. The doctor also lanced the nodule and injected cortisone without her permission. Action taken with poly-l-lactic acid as well as the pt outcome was not reported. (B)(4). Reporter's causality assessment: not provided. Additional information received on (B)(4) 2008: (B)(4) results were received: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional follow-up received on (B)(6) 2008 from a doctor: this case concerns a (B)(6) female pt. The pt had not experienced similar events after treatment with newfill sculptra or any other product. No histology or laboratory tests were performed. On (B)(6) 2008, the pt received treatment with poly-l-lactic acid (sculptra). Diluted with 8ml water and 2ml xylocaine adrenaline injected bilaterally. Sculptra injected into temples 1 ml per side, forehead 0.5 ml per side, cheekbone 1 ml per side, tear trough 0.5 ml per side, cheeks 2ml per side, nasolabial 1.5 ml per side and marionette 0.5ml per side. Batch no: 1a7020. On (B)(6) 2008 the pt developed lumps on the right side of her temple/forehead. Corrective treatment included endermologie and antibiotics. Bactroban was used but the pt was no better. The possibility of low grade mycobacteria infection was raised. The pt declined a one month treatment with klaricid/doxycycline. The doctor stated that there were probably infected nodules present. Over vigorous massage by the pt may have contributed to the infection/inflammation. At the time of the report the lump was still infected and had worsened since they had last seen her. The doctor stated that if the incident were to occur again, it would not lead to death or serious injury/deterioration in health. The causality assessment between the events and sculptra was reported as highly probable. No further information is expected.